Manufacturer narrative:
Device evaluated by manufacturer: the 1.50mm rotalink plus was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. The coil had become stretched due to manipulation during the procedure. The coil in the burr was damaged preventing the rotawire from being able to be advanced through the burr. Functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the annulus, however the wire would not go through the severely damaged coil in the burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a guidewire break occurred. A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, the guidewire broke. The procedure was completed with another burr. There were no patient complications.

Event description:
It was reported that a guidewire break occurred. A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, the guidewire broke. The procedure was completed with another burr. There were no patient complications.